Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Customer reported blood glucose level was not impacted. A replacement wall adapter was sent to the customer. Although confirmation was requested as to whether or not the wall adapter resolved the reported charging issue, it was unable to be confirmed.